Event description:
Boston scientific received information that this patient had phoned the ambulance not feeling well and feeling lightheaded. During a device check the following day noise, oversensing, undersensing, and loss of capture at maximum output was noted which results in pacing inhibition. A review of the lead impedances data showed some lower pacing impedances readings on occasion. The patient was admitted to the hospital for a lead revision, but upon checking the lead in the laboratory the noise and low pacing impedances could not be replicated. A new pace/sense lead was implanted and a new device was also implanted. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned. Should additional information become available this investigation will be updated.